Event description:
Approximately three months post implantation, the patient was admitted for a suspected gi bleed. It was reported that the patient received a blood transfusion; however, details regarding this admission, including baseline laboratory results and the type and amount of products transfused were not provided. No positive source of bleeding was identified and the patient was discharged home six days after the reported event. The investigation is ongoing.

Manufacturer narrative:
The device remains implanted on patient. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Gastrointestinal bleeding has been identified as a potential risk associated with use of the heartware® system. Based on the available information within our investigation, there is no evidence to suggest that the root cause of the reported event relates to a device defect. Current literature suggests a relationship between non-pulsatile left ventricular assist devices and gastrointestinal bleeding. Etiology may include ulcers, arteriovenous malformations and/or development of an acquired von willebrand syndrome. The necessity for anticoagulation therapy in this patient group further increases their risk of bleeding and underlying patient factors may also play a role. No additional information will be forthcoming.